Manufacturer narrative:
Additional information: section h imdrf annex d and manufacturer narrative. Upon investigation of this incident, it was found that the station had an intermittent network connectivity issue. The technical support specialist (tss) requested a station synchronization once the customer was available. Later the tss confirmed that customer resolved the stations network issue. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station t1rxheb had intermittent network connectivity issue. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that had a network connectivity intermittent issue. The technical support specialist reviewed the station's intermittent connectivity issue, verified communication status in remote support service (rss), performed a station synchronization after confirming the customer was available, validated that communication looked good following the synchronization, and confirmed with the customer that the station was functioning normally before proceeding to close the case. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station t1rxheb had intermittent network connectivity issue. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.